Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hot i1 terminal in the workstation power cord lug was found to be loose. The power cord terminal lungs on line, neutral, and ground wires were evaluated and tightened. The system was tested and found to be working as intended and returned to svc.